Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range (oor) pacing impedance measurements, increased pacing threshold measurements, and decreased sensing measurements. These measurements have gradually been changing since 2011. Pocket manipulation was performed, but no noise noted. An attempt was made to pace rv at maximum output, which produced an in range pacing impedance measurement briefly, but then went oor again. A save to disk was sent to technical services (ts) for review. Ts reviewed the save to disk, and provided the physician with the real impedance values. Oor measurements were confirmed. Patient will be followed-up in near future. Subsequently, additional information was received from ts. Ts discussed that the noisy signals are consistent with metal to metal contact, which may indicate a lead issue. The increasing rv pacing lead impedance is also indicating a lead issue. Ts advised performing additional investigation to find the root cause for this noise. Ts suggested various provocation tests that can be performed, and requested an x-ray. At this time no further intervention will be performed. At the next monthly follow-up, the physician will try to be more aggressive in the procedures suggested by ts, and will perform an x-ray to see if there is a possible lead fracture.

Event description:
Subsequently, information was received that an x-ray was not performed at the most recent follow-up. There is no plan to perform a lead revision. Patient will be monitored. No futher information available at this time.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
----